Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone, customer woke up with unexplained lows for the past two days. Blood glucose was 36 mg/dl and 59 mg/dl, treated with glucose tabs but wants to know if the device is functioning correctly. Troubleshooting was performed; current blood glucose was 196 mg/dl. The drive support cap appeared to be normal. Programming looked normal but customer's son was unsure if it was correct. Reservoir showed the same amount of insulin as the display on the device. Device was not exposed to an MRI. Customer's son was advised to speak to customer's doctor in regards to the low blood glucose levels and to monitor the device. The device is not being returned for further analysis.